Manufacturer narrative:
Insulin pump received with blank display due to missing battery tube spring contact noted.

Event description:
It was reported that battery spring was broken. Customer's blood glucose was 6.5 mmol/l at the time of the incident. No further information was provided. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.